Event description:
Additional information received from the patient. It was reported the cause of patient's inability to increase stimulation was they walked through the evolv weapons detection system. The patient's representative was able to reprogram the patient and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reiterated information from original call including that on groups a and b patient was unable to increase due to "settings not available" message but group c was working as expected. Caller stated that upon interrogating ins, they didn't get alerts but did update the date/time as they've heard there were issues with that - especially with the pumps. Tss didn't ask further questions about this comment. Caller checked impedances and various reference electrodes and most were around 1000 ohms or under except for contacts 9 and 10 which were around 14-15k ohms. Caller provided the active contacts for each group as follows: group a - contacts 2, 4, 10, 12 group b - contacts 2, 3, 10, 11, 12, 13 group c - contacts 2, 3, 5, 6, 10, 11, 13, 14 tss reviewed that elevated impedance on contact 10 is likely causing the issue and group c may show eventually show "settings not available" if they were to increase high enough. Tss reviewed that it wouldn't be expected that going through security gate alone would cause an impedance issue but patient didn't report any trauma or change in activity that would have corresponded with the issue. Tss suggested reprogramming to avoid contact 10.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt went through "a weapons detection security system", at a concert friday evening, and says normally they will opt for a manual search but pt says this is a newer security screening device and they made them go through it. Pt went through security device and said that after going through it, "about 30 minutes later I noticed I was in more pain, but I couldn't increase the stimulation on 2 of the 3 programs and cant access the programs and these are the 2 that I use the most, they are very detailed programs to isolate both of my arms". Pss had them sync with ins and it said their stim was off. They turned it back on, but says that they still can't increase on these 2 programs. Pss reviewed in the future to turn stimulation off before walking through security screening devices, and redirected to hcp. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.